Event description:
It was reported, the telescope's rod and objective lens were broken. The images were at the proper viewing angle but there was no clarity, image was blurry. The issue occurred during an office demonstration of products to surgeons. There was no patient involvement.

Manufacturer narrative:
The device was not returned. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Additional information added to field h6 a review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Since the subject device was not returned to legal manufacture, the reported event cannot be confirmed neither the condition of the device. Based on the results of the investigation from the information obtained, it is surmised excessive force applied, led to the malfunction. Olympus will continue to monitor field performance for this device.